Event description:
It was reported that the device was sent in for maintenance but was in need of repair. Water came out of the unit. The motor and swivel had rusted internally and the motor speed was under specification. Diligence is complete. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. G2 foreign: australia. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were under specification and the motor and swivel were rusted. The motor, sleeve, poppet, housing, spring, seals, rings, and swivel were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.